Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced chest pain; the patient presented to the operating room for right atrial and right ventricular leads replacement procedure. The leads were explanted and replaced with passive leads successfully. The patient¿s condition before, during and post procedure was stable.